Event description:
See intial report.

Manufacturer narrative:
Review of livanova complaints database identified no other similar issues notified for batch concerned from the market, this excluding any systematic quality deviation manufacturing-related. No visual evidence of the device during use nor pump sheet of the case were made available, customer was duly requested during follow-up session to specify the surgical phase (aortic cross clamp or not) and duration of the oxygenator replacement (less or more than 3 minutes) but no further details were provided. Considering the reported time to failure (approximately 3 hours after the initiation of surgery), it is reasonable to conclude that performance of the oxygenator started to decline due to a sudden activation of blood and subsequent deposition of biological substances between fibers, leading to reduction of effective area to perform gas exchange and concomitant increase of gas pathway length to perform gas exchange (adverse event procedure-related). If fibers were already defective/occluded during manufacturing process, the device would be poorly performing from the beginning of procedure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: sorin group italia manufactures the d100 dideco kids oxygenator. The incident occurred in kerala, india. Through follow-up communication livanova learned that the previous arterial blood gas (abg) analysis was taken just 20 minutes before the issue and po2 value was 212 mmhg on 60% of fio2. In addition, activated clotting time (act) levels 30 mins prior to the issue was 1500 seconds. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of poor performance of a d100 dideco kids oxygenator during procedure. In detail, 2 hours and 50 minutes upon initiation of cardiopulmonary bypass it was noticed a darkening in the arterial line. Gas supply was then checked and was found to be normal. Therfore, fio2 was increased to 100% and arterial blood gas (abg) was analysed, showing a po2 value of 10 mmhg. Medical team elected to change out the affected oxygenator with a new d100 dideco kids one. There was no patient injury.